Event description:
A pt had well-like burns to the right underarm after treatment of both underarms in 2006 with light sheer xc loaner serial. Customer received the loaner system in 2006 while the customer system was in the service depot. Per customer, when set at 30 ms, unit will pause or stop and needs to be reset if using the sliding technique, this did not occur with the nick-and-place technique. Supsequently other pts were treated with the loaner to the upper to without problems; these pts were treated with pick-and-place technique. The pt applied neosporin (otc) of her own accord, is healing well, and did not require further evaluation or treatment for the burn, loaner system was returned to service depot for evaluation.

Manufacturer narrative:
Device was found by service depot to be out of calibration. Reason for out of calibration is under investigation.